Event description:
Patient presented with severely comminuted bi malleolar fracture of the right ankle. Intraoperatively, the surgeon implanted a 7 hole plate, lined up the distal compartment and secured the plate with the appropriate combination of cortex and locking screws. The surgeon was very satisfied with restoration of length and alignment under image intensification. Subsequently, while replenishing the set inventory, it was noticed that a left-sided plate was used instead of the desired right-sided plate in the right ankle. This was confirmed by post-operative x-rays. The plate was left in, and there were no adverse consequences to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis.(B)(4). Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.